Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "laser was observed to forward fire at 150, 227 joules." The procedure was completed using a second fiber. Pt or user outcome: "no adverse outcome to pt."